Event description:
It was reported that, "dr (B)(6) had bilateral hips with a traditional primary stem, most likely accolade and a cocr head on polyethylene liner. He is concern with his hips due to elevated cobalt levels. My urine cobalt is 96 mcg/24hours which is even higher than reported metal on metal wear according to the (B)(6) clinic lab which recommends a hip re-do if the 24 hour level exceeds 6 mcg/24 hours."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# unk, lot# unk, description: unk accolade.